Event description:
On (B)(6) 2015 the end user had hip replacement surgery on her left hip; four days later she developed itching under the hydrocolloid in her left groin area. On (B)(6) 2015 she removed the dressing and noted she had developed a raised red rash under hydrocolloid portion. She sought treatment from her physician and was prescribed cortizone cream and benadryl. Since using the prescription her symptoms have resolved in the groin area however; they still persist around the periwound area. She also reported that she still experiences itching, thus she will be following up with her primary physician in two days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.